Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The philips service engineer (se) inspected the device. The se removed and readjusted the pressure relief valve (prv) and the unit passed all tests.

Event description:
It was reported that the ventilator was failing the extended self test (est) with a relief valve cracking pressure too high error code. There was no patient involvement. The event date was not specified; estimate used.